Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 3/16/2022. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 4/10/2022. H6: appropriate term / code not available (e2402) utilized to capture mesh migration. It was reported that the patient underwent mesh revision on (B)(6) 2021 due to multiple infections, inflammation, urinary retention, bowel problems, mesh migration, penetrated urethra, prolapse, adhesion, cystocele and pain.